Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive and would scroll without the user's input. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and treated with manual injection. Unable to troubleshoot for the high blood glucose event due to keypad anomaly. Customer's blood glucose reading was 257 mg/dl the morning prior to call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. Up button unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Analysis was unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched and cracked display window.